Event description:
It was reported that a patient who had previously undergone a cervical fusion with placement of an anterior cervical plate presented with urticarial vasculitis (dermal hypersensitivity otherwise unexplained) approximately 5 years post-op. It was reported that the patient may have an allergy to the metal in the components. No other patient complications were reported.

Manufacturer narrative:
Outcome attributed to event: unknown. Event date unknown. Year valid. Month and day unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.